Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. Further treatment is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Five blister packs batch #1852343 of six unused files still factory sealed were returned. Involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1852343). Per bounding with previous complaint (B)(4), a representative sampling of instruments from this batch had been evaluated and had been found in compliance with specifications. According to our prescriptions, we can consider that the product batch #1852343 is conforming. No fault was found, production meets specifications.